Manufacturer narrative:
The pump was received with a blank display due to a problem isolated to the lcd board. Unable to confirm the button/keypad unresponsiveness due to the lcd board defect. The pump was received with a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump keypad buttons are not responsive and cannot deliver insulin. Customer's blood glucose was 250 mg/dl at the time of incident. No further information was given.